Manufacturer narrative:
Additional information: it was later reported that the resolute onyx stent was used during a procedure to treat a moderately tortuous, moderately calcified lesion exhibiting 99% stenosis in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device but excessive force was not used. It was reported that the stent would not cross the previously deployed bare metal stent despite good pre-dilation. It was also reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a 2.5 x 18 mm resolute onyx stent. Relevant history added to b7 initial reporter details added correction: device return date updated device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised and bunched. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to dried hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was returned to medtronic. Deformation to the most proximal stent struts were observed, along with blood in the guidewire lumen indicating that stent deformation in vivo occurred. No other deformation was evident to theremainder of the device. No patient injury has been reported.